Event description:
The tech alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail had a broken weld. The tech replaced the side rail assembly to resolve the issue.